Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was bent and no longer charged the pump. Reportedly, the customer was able to charge the pump with an alternate wall adapter. Customer's blood glucose level was 129 mg/dl.